Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced high blood glucose (400+ mg/dl) and lethargy for about 12 hours. The user's partner noticed the infusion set needle was bent and not in the user. After checking ketones (which were large), the user called their physician, who recommended taking a manual insulin shot and disconnecting from the pump for a day. The user followed these instructions and their bg levels returned to normal. The user's partner helped due to the user's lethargy. The user had a convatec contact detach (23", 6mm) infusion set.